Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three erroneous low and one erroneous high glucose modular (glum) results generated by the synchron lx 20 pro clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate unit and results within range were obtained. Patient treatment was not impacted by this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three erroneous low and one erroneous high glucose modular (glum) results generated by the synchron lx 20 pro clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate unit and results within range were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc has been running within established specifications. Service was not requested. Root cause is unknown.

Manufacturer narrative:
Qc has been running within established specifications. Service was not requested. Root cause is unknown.